Manufacturer narrative:
H6 ime e2402: pneumoperitoneum, slurred speech, left hemiparesis, thrombocytosis, leukocytosis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a right colectomy. In the initial surgery the stapler was used to create side-to-side end-to-end anastomosis the specimen was then put back into the abdominal cavity and insufflation was achieved. During a subsequent surgery an anastomotic leak was found at the staple line indicating that the stapler failed to create a sealed staple line due to the stapler transecting the tissue by failing to properly deploy staples. It was reported that after usage of the device, the patient experienced device defective, life-threating injuries, tachycardic, septic, acute kidney injury, pneumoperitoneum, fluid throughout abdomen, anastomotic leak, sepsis, stroke, left side numbness, slurred speech, acute cerebrovascular accident (cva-stroke), infection, left hemiparesis, thrombocytosis, leukocytosis, emotional distress, bleeding, staple line leak, emotional harm, loss of enjoyment of life, pain, suffering, mental anguish, fear, mental pain, disfigurement, & disability. Post-operative patient treatment included additional repair surgeries, medical care, multiple hospitalizations, & evacuation of stool from abdomen.

Manufacturer narrative:
Additional info: a1, a2, a3a, a4, a5b, b5, b6, b7, h6 (patient codes, imf codes, device code, ime e2402 updated to include: "gas collection, ileus, colitis, basilar atelectasis, deficits to l arm and leg, abnormal wbc, lactic acid, creatinine, bun, total protein, albumin, platelets, hemoglobin, hematocrit"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a right colectomy. In the initial surgery the stapler was used to create side-to-side end-to-end anastomosis the specimen was then put back into the abdominal cavity and insufflation was achieved. During a subsequent surgery an anastomotic leak was found at the staple line indicating that the stapler failed to create a sealed staple line due to the stapler transecting the tissue by failing to properly deploy staples. It was reported that after usage of the device, the patient experienced fluid collection, gas collection, abscess, dilated small bowel, enteritis, ileus, colitis, perforation, abnormal wbc, lactic acid, creatinine, bun, potassium, sodium, total protein, albumin, platelets, hemoglobin, hematocrit, bacterial infection, peritonitis, pleural effusions, basilar atelectasis, abdominal pain, chills, nausea, vomiting, headaches, distention, tenderness, purulent succus, fevers, hallucinations, lle edema, anemia, altered mentation, projectile vomiting, deficits to l arm and leg, bacteremia, device defective, life-threating injuries, tachyc ardic, septic, acute kidney injury, pneumoperitoneum, fluid throughout abdomen, anastomotic leak, sepsis, stroke, left side numbness, slurred speech, acute cerebrovascular accident (cva-stroke), infection, left hemiparesis, thrombocytosis, leukocytosis, hypokalemia, weakness, focal motor weakness, emotional distress, bleeding, staple line leak, emotional harm, loss of enjoyment of life, pain, suffering, mental anguish, fear, mental pain, disfigurement, & disability. Post-operative patient treatment included additional CT scan, use of pigtail drain, MRI, cta, IV antibiotics, IV fluids, IV pain medication, antiemetic/antinausea medication, ng tube, wound care, repair surgeries, medical care, multiple hospitalizations, evacuation of stool from abdomen, advancement of diet, electrolyterepletion, physical therapy, transthoracic echo, heparin drip, pleural drain placement, aspiration, occupational therapy, and speech therapy.

Manufacturer narrative:
Correction: h6 (removed patient code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.